Manufacturer narrative:
The computer was returned to medtronic for analysis. Analysis revealed that the computer had a bad power supply. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system was then found to be fully functional and passed a system checkout. The computer has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system restarted without prompt from the user when attempting to build a 3d model. There was no patient present when this issue was identified.